Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: fractured filter with one fragment outside ivc, and another fragment was in the left lower lobe. One fragment was unaccounted for, and one of the filter legs had pierced the aorta. Limited information was provided for this investigation. Duration time of the implant period is unknown, and it is unknown if the fragments were removed or if the patient underwent additional procedure. Furthermore, it is unknown if any adverse effects on the patient occurred due to the reported event. The complaint device was not returned and no photos are available. Additionally, the lot# of the complaint device was not provided. A device failure analysis and a device history record could therefore not be conducted. The likely cause for the reported event cannot be established due to the insufficient information provided. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: 3191 - no code available for perforation of organ(s) h11) corrected data compared with medwatch report: b1: product problem. B2: disability or permanent damage. B4: 07may2019. D3: cook inc. United states. D10: yes. Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. [Mw5086529.pdf].

Event description:
Description of event according to initial reporter: fractured and embolized celect filter. Additional information received 21may2019 from sus report mw5086529: patient with cook celect ivc filter presented in 2019 with acute ivc thrombosis and known filter fracture. One fragment outside ivc and the other in left lower lobe. One leg piercing aorta. One fragment unaccounted for. Patient outcome: unknown.